Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and was unable to login the station was offline. The field service engineer went onsite and found the network cables were not plugged into the station. Then the service engineer, after plugging it back in, the station began to communicate again. Then they restarted the station, which showed a critical override status. Although patients had not yet crossed over, the sync status indicated messages were starting to cross. The engineer informed the customer it might take time for the data to catch up due to the station being down for 12 days. The customer agreed to follow up in half an hour if the patients did not show up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a communication issue. The customer reported that the user was notable to log in the station and station was offline. The malfunction occurred while the user was trying to issue the medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.